Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end may have been rubbed by something during handling of the device, which led to scratches on the objective lens and this event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.